Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press or required multiple presses to activate the pump screen. The customer declined to provide information about any impact on blood glucose levels. Technical support assisted the customer by instructing them on proper pressing techniques and removing the pump from its case, although the button remained hard to press. Technical support decided to replace the pump, and the customer was informed to return the problematic device using a prepaid label within ten days.